Event description:
Patient experienced episodes of bronchospasm and desaturation during surgery and was treated with epinephrine. At the end of the case, the lma was removed while the patient remained deeply sedated. Upon removal of the lma, bilious material was noted in the posterior pharyns and the patient aspirated. A cardiac arrest ensued; the patient was resuscitated. The patient now has residual hypoxic encephalopathy.